Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod4s. During the procedure, a pod4 would not advance within its introducer sheath after several attempts; therefore, it was removed. The procedure was completed using another pod4. There was no report of an adverse effect to the patient.